Manufacturer narrative:
(B)(4).

Event description:
A "catheter deviation" was observed in x-ray eval. The distal catheter was replaced on (B)(6) 2011. The pt recovered. The device system was used to deliver gabalon.